Event description:
It was reported that oversensing noise resulting in automatic mode switch episodes were noted on the right atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the ra lead. The patient's condition was stable.